Manufacturer narrative:
The field service engineer (fse) confirmed there were no errors in the logs. The fse replaced the power management (pm) board and the issue was resolved. The pm board was received for failure investigation. Through visual inspection and testing, it was found the shorted cr8 and q9 created the 0 volt output.

Manufacturer narrative:
The power management printed circuit board assembly (pm pcba) and the power supply were received for failure investigation. The power management (pm) pcba was tested, and no failures were identified. The power supply was tested, and the root cause was due to shorted cr8 and q9 created the 0-volt output.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2021.

Event description:
The customer reported the ventilator would not power on. There was no patient involvement.